Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 3/3. The home patient (hp) stated that he normally drains into a drain bag and then on the last drain he cuts the drain line to drain into a bucket. The hp stated he cut the patient line by mistake. The technical service representative (tsr) explained possible alternatives to drain. On (B)(6) 2010 product surveillance spoke with the nurse (rn) who stated the home patient believed he would not have enough room in his drain bags for the entire drain so he had been getting up in the middle of the night to cut his drain line during the final drain. The rn stated she had no idea why he started this practice but assured he was now aware there is enough room in the drain bag for his entire drain and he didn't need to cut anything. The rn further stated she held a conference call with technical support and the hp to review instructions. The rn stated she has followed up with this patient regularly since this incident and he has had no adverse events. The rn stated the patient is doing well with his therapy. No additional information is available at this time.